Manufacturer narrative:
1. The customer followed the instructions and repeated the test initially on (B)(6) 2023, and received 4 positive results. 2. On (B)(6) 2023, the customer used the cordx test and received negative results. 3. The customer has not confirmed if they had symptoms, received medical attention or if they were confirmed via pcr test. There is a 3-day time difference when customers use different antigen reagents for testing, making it impossible to judge the results of the two tests. 4.test to the production batch of product retention samples, test of lot: 221co21101 was pass.

Event description:
I took 6 of the health covid tests and they all showed a positive test but not I took 3 different brands and they were all negative. Which do I trust?